Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed s2 corrosion. Motor stall and recovery along with watchdog not properly serviced. No resets. The upper shaft of gear 2 had shaft wear and residue present. Brown residue was present on the surface and around the pins. The battery sent to mecc for further testing. Further battery testing revealed the battery's post-electrolyte fill weight, as recorded during mfg, was 12.491 grams. This weight was close to the 12.501 grams measured during this analysis. The close weights confirm that the battery contained the proper amount of electrolyte at the time of analysis at (B)(6). The x-ray images show correct placement of the internal components and no visual abnormalities. The analysis to date indicates that 97662950-008's 37c 30 a lcv was at 3.00 volts after 7 days, well above the expected end-of-service voltage of 2.815 volts. No problems were found with the battery.

Event description:
The pt elected to have the pump replaced due to finding out that her pump was on the MFR's recall list. The medications being delivered via the device system were bupivicaine, clonidine, fentanyl and morphine sulfate. There was no pt injury.